Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Per the instructions for use you should, " avoid placement over scars, bony prominences, prosthesis and hair. Failure to achieve good skin contact by the entire surface of the grounding pad may result in significant electrosurgical burns." The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported burn could not be conclusively determined.

Event description:
During a lumbar radio frequency ablation procedure, a burn was noted on the patient's leg where the grounding pad was situated. The burn then blistered, however no complications were noticed. The radiofrequency ablation lesion was noted to be at 80 degrees celsius and the grounding pad was noted to be placed with full contact but the grounding pad site was not prepped and the patient was noted to have hair that was not shaved. The patient was discharged in stable condition.

Manufacturer narrative:
Corrected data: h6, h10. Although the device was not returned for analysis, based on the information received, the cause was due to the pad being placed without proper hair removal. Per the instructions for use, "avoid placement over scars, bony prominences, prosthesis and hair. Failure to achieve good skin contact by the entire surface of the grounding pad may result in significant electrosurgical burns." The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported burn was due to the pad being placed without proper hair removal.